Event description:
Ventilators in use on lifelight incubator sleds. Application was using both the coventional and high frequency ventilators in tandem. The high frequency ventilator's use, when used in tandem, was to provide peep. On several occasions, there were occurrences of sustained high pressure outputs to the pt circuit. The cause was determined to be from several factors. Selection of "phasitron venturi" to use with one mode of ventilation contributed to problems with the other mode. Design of drive gas supply to ventilators from a single source created inadequate pressures in some situations. These factors then allowed a back feed pressure to the high frequency ventilator causing it to stall in the inspiratory phase for an extended time creating the high pt circuit pressure. Percussionaire recommended modifications to correct these concerns, but now reports they cannot verify the modifications will prevent all such occurrences.